Event description:
A customer reported that the t:slim x2 pump battery would not charge and there was a power source alert noted in the pump's history. The issue was resolved prior to contacting technical support by changing charging supplies from non-tandem adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer of the recommendation against using non-tandem charging supplies and arranged to send a replacement tandem wall adapter and charging cable.